Event description:
It was reported that the screw broke on insertion during surgery. Screw couldn't be removed. Date of surgery: (B)(6) 2012. No further info is available.

Manufacturer narrative:
Pt demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the investigation, a f/u report will be submitted. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint not confirmed. The device was requested for eval but the associated anchor was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Typically, the event described by the complainant is caused by over-insertion, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event report. If additional relevant info is received, a f/u report will be submitted.